Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the test on the display was dim and discolored with the contrast setting at the maximum. Unrelated to the original complaint, there was no audio sound during testing. Investigators removed rtv, closed pump and retested and then auditory tones returned. Also unrelated, the battery compartment was cracked. The returned battery cap was able to fully tighten until the yellow o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.